Event description:
This pt developed tricuspid valve endocarditis with infected transvenous pacing system and coronary artery disease. There is no indication that this lead was removed. If add'l info becomes available, this event will be updated.